Manufacturer narrative:
Additional information was received that the patient did not have any infection, it was just part of normal healing process. The patient was doing well.

Event description:
A report was received that the patient was suspected to have an infection. It was also reported that the ipg incision site was hot and the patient was having a fever.

Event description:
A report was received that the patient was suspected to have an infection. It was also reported that the ipg incision site was hot and the patient was having a fever.